Event description:
It was reported that the remote transmission interrogation shows elevated short interval counts (sic) with non-sustained tachycardia (nst). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ddbb1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 694045 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was some oversensing issues on the ventricular lead, causing the ventricular to atrial interval to restart, leading to atrial pacing below the lower rate. During the device/patient maneuvers, noise was able to be replicated. The device was reprogrammed to aair mode and all therapies were turned off. No patient complications have been reported as a result of this event.